Event description:
It was reported a patient experienced and was hospitalized for 5 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. The patient recovered from the event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with levaquin (dose and frequency unknown) for the peritonitis and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894865 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report references the same patient as (B)(4).